Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a right ventricular (rv) lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a lot of pressure on the right ventricular (rv) lead when the lead was inserted into the header during the implant procedure. The procedure was completed, but a review of case was requested. Technical services (ts) provided a document with some tips and tricks for lead insertion. No adverse patient effects were reported. The device remains implanted.